Event description:
On (B)(6) 2008, the patient underwent a left evans calcaneal osteotomy the gastrocnemius recession where a cancello-pure wedge xenograft and hardware was implanted. On (B)(6) 2009, the patient returned for follow-up with no complications. On (B)(6) 2009, the patient returned for follow-up with left foot and ankle pain. On (B)(6) 2009, the patient underwent graft and hardware removal. On (B)(6) 2009, the patient returned for follow-up. The patient was noted to have normal post-operative progress and an upper respiratory infection. Antibiotic therapy was started. On (B)(6) 2009, the patient returned for follow-up with increased swelling, faint erythema, and mild serous drainage. The patient also complained of irritation from the pin and began another dose of antibiotic therapy. At the last visit ((B)(6) 2009), the patient returned for follow-up experiencing continual irritation from the pin, mild serous drainage, and swelling. The patient was advised to continue taking the antibiotics and to change the wound dressing twice daily.

Manufacturer narrative:
Many factors may lead to non-union. Examples include bacterial or viral infection, foreign body response, inflammation, or relative movement of the implant within surrounding tissue. Failure of an implant to incorporate into surrounding tissues may be the result of decreased blood supply, increased body weight, infection, poor glycemic control, non-compliance with therapy, medications (e.g. Steroids), and adjunct hardware or implants, the physical location of the osteotomy or surgical site, or a prolonged inflammatory response. Based on the results of our investigation, the surgical outcome of the recipient is more likely due to one or more extrinsic factors listed above, rather than an intrinsic property of the graft or processing methodology. Graft (B)(4) associated with lot#: 1-081028 met rti's specification at the time of distribution.